Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) was returned as never in service. The boston scientific representative reported that over a period of four to five months, the device exhibited inconsistent battery voltages and status indicators.